Manufacturer narrative:
Device evaluated by MFR: a visual and microscopic examination identified proximal stent damage. The stent struts appear to be squashed and damaged and have moved distally approximately 8mm from the proximal marker band. This type of damage is consistent with the device encountering some form of resistance during advancement and/or withdrawal. No kinks or damage were noticed along the shaft of the device. Solidified blood was observed within the guidewire lumen. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on the analysis completed (B)(6) 2012. It was reported that during a percutaneous transluminal coronary angioplasty, the 24mmx2.50mm taxus liberte stent delivery system (sds) would not cross the lesion. Returned product analysis revealed stent damage.